Manufacturer narrative:
Report date: 20aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the v60 unit had a broken display. Patient involvement information is unknown but has been requested. There is no report of patient harm. This equipment has fallen and needs parts to be recovered. The investigation is ongoing.

Manufacturer narrative:
The bench technician stated that the unit had split touchscreen. Nav wheel crashes and is unresponsive due to ui pca (1st generation). The bench technician replaced the ui assembly to resolve the reported issue. During the evaluation, other device issues were found by the technician. The device had error codes 1102-post primary audible failed & 5021-post power speaker. It was verified that the resistance of the speaker connected to the power management is out of range (approx 4 kohm), so it was replaced. The base assembly is damaged, the equipment's fixed supports and wheels are damaged and needed to be replaced. The battery exceeds the maximum recommended age of 5 years, its replacement was recommended; air inlet and cooling filters were also recommended to be replaced. The bench technician replaced ui assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed and it was determined that the root cause was a faulty user interface assembly. Although requested to be returned, the removed component was not received for evaluation at this time. If part is received and evaluated, an additional report will be submitted.